Manufacturer narrative:
The reported event of premature depletion and incorrect measurement were not confirmed. Final analysis found that the damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-13910. It was reported that the pacemaker exhibited elective replacement indicator (eri) prematurely. It was unknown whether this was due to premature battery depletion or a longevity estimation issue. It was noted that on (B)(6) 2020 the longevity estimate was 10 months until eri. It was also noted that the left ventricular lead exhibited chronically high capture thresholds. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and incorrect measurement were not confirmed. Final analysis found that the damage found was sustained during procedure. The pacemaker was otherwise normal. Correction - h10 - should have said the pacemaker was otherwise normal rather than the lead was otherwise normal.